Event description:
The physician did a cross over approach. The pt had an extensive calcified lesion. Therefore, the physician used a cross over sheath and nominal burst pressure was applied. Suction was used to deflate the balloon, but it got stuck in calcium. The physician pulled back the balloon, but it degloved itself, and came apart in two pieces. The physician removed the shaft and could see the balloon, with both markers visible. The physician went over the top and snared one of the fragments, and then tried to snare second fragment at the bifurcation but could not retrieve so the remaining piece was pinned back with a stent. Case ended well with no complications to pt.